Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient and external pacing initiated. According to the reporter, the device would not pace the patient. The patient was not resuscitated.